Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2015 and (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol perfix pug (device #1) and (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug (device #1) and (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.

Event description:
Attorney alleges that on (B)(6) 2015 and (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol perfix pug (device #1) and (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug (device #1) and (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 ¿ left and device 2 - right). Per operative notes, ¿an incision was made into the left groin. The left inguinal hernia sac was dissected out. A perfix plug (device 1) was placed into the left inguinal floor and secure it with sutures. A similar incision was made parallel to and just above the inguinal floor. The right inguinal hernia sac was dissected out. A perfix plug (device 2) was placed into the right inguinal floor and secure it with sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent incarcerated left inguinal hernia, scar tissue, hereby underwent open repair with implant of perfix plug (device 3). Per operative notes, ¿an incision was made into the left inguinal floor through the scar tissue into the external oblique fascia. The hernia sac was dissected out. There was a significant defect in the cord and canal both superior and inferior index of the old mesh (device 1) had torn away. A perfix plug (device 3) was placed into the floor of the canal and secure it with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.